Manufacturer narrative:
On september 02, 2025, mentor received additional information regarding the patient's event. It was reported that the patent also experienced a rupture of the breast prosthesis. Section h6 has been updated to reflect this additional information. The patient's name/identifier was also clarified and updated on this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 09, 2026, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 400cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2025, mentor received additional information regarding the patient's device date of explantation. It was reported that the patient is to undergo device explantation on (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2026, the mentor failure analysis lab has received the device for evaluation. On january 30, 2026, mentor received additional information reporting that the patient's replacement device was a 400cc mentor memorygel breast implant. On february 17, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.7 cm. In addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 02, 2025, mentor received additional information reporting that the patient is to undergo device explantation on (B)(6) 2025. D6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female patient underwent a breast augmentation revision with a 375cc mentor memorygel breast implant and a 400cc mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade unknown) post-operatively. The patient mentioned breast hardening and discomfort with intense pain on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right-side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: the device was made prior to UDI compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).